Event description:
It was reported that alerts for extended charge time were observed via merlin.net transmission. Upon investigation, it was noted there were multiple charges and inappropriate hv therapy was delivered, which may have contributed to the long charge time. Patient will be brought in for further evaluation. Further information is not available at this time.